Manufacturer narrative:
The device, for used in treatment, was returned for evaluation. A visual inspection of the returned device confirms from the analysis conducted during this investigation, it was concluded that the anthology inserter fractured at the transition between the shaft and striking platform, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. This fracture caused the instrument to become inoperable. The broken piece was returned with the device. The device exhibits signs of significant wear and use. A medical investigation was conducted and confirms per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a s&n device malfunction. Based on the information provided, the visual inspection confirmed the broken piece returned with the device. The surgical technique for the anthology inserter hard warns, ¿intra-operative fracture can occur. Prior to surgery the instrument should be inspected by the surgeon for wear or damage.¿ it is unknown how the procedure was completed or if this caused a delay. Since there was no patient harm reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr, an anthology inserter poster hard broke off during implantation. It is unknown how the procedure was finished or if this caused a delay. No patient harm reported.